Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing" alarm. It was reported that there was air in the line. Per reporter the residual volume was 10.8, rate 2.3, and the amount given was 94.25. No adverse patient effects were reported. Per reporter no additional information is available at this time.